Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the  patient has been having charging issues for about the last two months in which the ins only depletes about 25% at a time when it previously use to deplete to almost 0. Caller stated patient's husband reported they will go to charge and because it hasn't depleted, they charge for only 15 minutes before ins reaches 100%. Caller stated that patient hasn't been recently reprogrammed nor turned stim down or off. Caller stated that patient has also noticed their pain has increased since having the charging issue and patient's husband doesn't think ins is working like it once had been. The caller was not with the patient. Caller will be seeing patient tomorrow. Technical services (tss) reviewed checking tablet recharging information as well as impedances (as high impedances conserve battery and could cause therapy issues). Tss reviewed to have patient bring recharger as additional stats could be obtained from recharger, if needed. Rep stated as advised, they checked the recharging logs and performed an impedance check. The #1 electrode showed to be out of range (>10000). It also showed a red circle on #1 when I checked connectivity. The cause of the recharging issue is believed to be because of the impedances. The rep reprogrammed the device and did not use the 0-7 lead. She is on low dose and was able to find programming that covered her pain on the 8-15 lead. The pt was happy after the reprogramming.